Event description:
Related manufacturer report number: 2017865-2022-40620. Related manufacturer report number: 2017865-2022-40621. It was reported that the patient presented for routine implant of a bi-ventricular implantable cardioverter defibrillator (ICD). After the pocket was closed and the patient was sent to recovery where it was noted that there was loss of left ventricular (lv) capture. The patient was sent back to surgery where the physician intended to reposition the lv lead. The lead was tested on the pacing system analyzer (psa) and was able to induce lv capture. However, once the lead was reconnected to the ICD, no capture was observed. The device was explanted and replaced, and the lead was connected to the new device, still the issue persisted. The physician then decided to explant and replace the lv lead. The replacement lead was test via psa and capture was induced and parameters were normal. The replacement lead was then connected to the replacement ICD but failed to capture. The procedure was completed without the placement of a lv lead. The were no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of failure to capture was not confirmed.